Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted: the test strips the customer was using expired on may 31, 2014. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer had been receiving unspecified readings that were perceived to be high, beginning on (B)(6) 2014 and noted that on (B)(6) 2014 customer received a reading of 97 mg/dl at 2:59 pm on the customer's adc blood glucose meter, which was higher than a subsequent reading obtained on a paramedic's meter. Caller further reported he was "out of his head", was "sweating and his heart rate was rising". Customer subsequently experienced a seizure. Paramedics were called and approximately "5 minutes" after the adc reading, received a result of 62 mg/dl. Customer was treated on the scene with a glucagon injection and unspecified intravenous fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and test strip lot reported with this complaint is expired, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.